Event description:
Information received from an optometrist who reported a patient came to his office in 2006, c/o discharge, redness, photophobia and foreign body sensation in both eyes. The symptoms began that morning. The patient had been wearing acuvue oasys lenses on an extended wear schedule. It was not known how many days the lenses in question were worn. The optometrist said the patient had a single peripheral corneal ulcer described as a corneal infiltrate with overlying staining in the right eye with 1+ cell and flare in the anterior chamber. The optometrist said he believed this to be an infectious corneal ulcer. The lesion was not cultured. The patient was treated with vigamox and returned to the office the following day. The infiltrate no longer stained and the anterior chamber was clear. The patient returned for follow up two days later, and reported 1+ corneal staining in the right eye with no photophobia, pain or foreign body sensation. The patient was scheduled to return for follow-up but never returned to the office as of 2007. The corneal ulcer reported that occurred concurrently in the left eye is documented in our report# 1033553-2007-00007.